Event description:
Procedure: esophagectomy. According to the reporter: the pt was brought in for esophagectomy/gastric tube on october 9th. The next day, the pt condition got worse and re-operation was done. During the re-operation, two thirds of the stapler line on esophagus was found not stapled. The pt was brought into ICU to be observed. Add'l info regarding pt's status has been requested.

Manufacturer narrative:
(B)(4).